Event description:
It was reported that there was premature battery depletion on the cardiac resynchronization therapy pacemaker (crt-p) and high threshold on the right ventricular (rv) lead. The device was explanted and replaced. The lead was capped and replaced.

Manufacturer narrative:
Concomitant medical products: 696258 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.